Event description:
During right "acl" reconstruction, a portion of the guidepin broke off. A second incision was made to retrieve the 'broken' piece. Retrieved 'broken' piece--the procedure was extended by 2 hours. Patient is fine.